Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of pain is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of a vessel was attempted using a proglide device after a procedure. Reportedly, no suture was present when the proglide plunger was removed. The proglide device could not be removed from the patient anatomy. The patient complained of pain during attempted device removal. The patient was taken to surgery. There was a clinically significant delay in the procedure due to the surgical intervention. The patient was okay after the surgery. No additional information was provided.